Event description:
It was reported the patient underwent total hip arthroplasty on (B)(6) 2013. During the procedure, the impacter fractured while inserting the stem. The impactor was fully seated and as a result, the stem was removed and the surgeon completed the procedure with a new stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."